Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Report source: health professional. Visual examination of the returned product confirmed the reported event as the pin remains stuck in the pin driver. The driver and pin both show signs of use/wear including nicks and gouges. DHR was reviewed and no discrepancies relevant to the reported event were found. Due to the condition of the returned product, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 32-486259, vngd shortquick-release drill, lot # zb110703. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11350. Will be returned.

Event description:
It was reported that a total knee arthroplasty was performed. During cut block fixation the pin was stuck in the quick release chuck. Subsequently, another pin and inserter were used to complete the procedure.